Manufacturer narrative:
Analysis was performed to the returned device. The reported device entrapment appears to be related to the reported link that was cut instead of the suture. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the link was cut instead of the suture. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: while holding the plunger, place the needle under the quickcut mechanism. Use the needles as the guide, slide the suture against the quickcut mechanism to trim the suture from the anterior needle distal of the link. Alternately, use a sterile scalpel or scissors to cut the suture. In this case, the IFU deviation contributed to the reported difficulties. The reported device entrapment appears to be related to use error. The unexpected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: added device code 2017/failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous coronary intervention procedure with an 8fr sheath. Reportedly, after withdrawing the plunger, the white link was cut instead of the blue suture. This left the posterior needle tip on the blue suture, and it became stuck in the device body when the suture was being harvested. The blue suture was cut. The knot had already been formed and it was successfully advanced to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.